Manufacturer narrative:
Initial and final (B)(4) - device 2 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage issue event on (B)(6) 2026. The blood glucose level was high and correction bolus was given via pump. The infusion set had been in use for one hour. The issue occurred with seven infusion sets. No further information available.